Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified medication. It was reported after the tubing set was clamped during priming, it was reported that the clamp could not stop the flow of solution. No specific details were provided. Though requested, no additional information was provide,d including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.